Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No blank display or display anomaly noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to no act button response. No moisture damage was found inside the insulin pump noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads, cracked pump belt clip slot and broken battery cap near the slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment and battery cap was damaged and battery cap could not screw on properly. Customer also reported that insulin pump was exposed to moisture due to being in a back pack during the rain, which may have caused keypad anomaly and blank display. Customer reported that blank display occurred after changing battery due to buttons not responding. Customer's blood glucose was 430 mg/dl, which was treated with manual injection. Customer reported that high blood glucose was caused by graves disease. After troubleshooting, customer was advised that insulin pump would need to be replaced.